Event description:
During baxter's evaluation of a spectrum pump, the device alarmed system error 105. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the system error 105 caused by a failed motor. The failed motor assembly was replaced.